Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in good condition. Functional testing involved flow testing, and the field observation was unable to be duplicated. The device was tested three times all three were within specification. The event history log was reviewed and there were several downstream occlusion alarms revealed. The downstream sensor was replaced due to occlusion messages throughout the log. Based on the evidence, the alarm was confirmed however it was unable to be duplicated. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump failed a downstream occlusion test. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.